Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The product support engineer (pse) confirmed the reported issue. The pse suggested replacement of the cpu battery first, then replacing the cpu if battery replacement does not resolve the issue. The pse provided part numbers for both. Follow up with the customer; customer replied via email that his is familiar with cpu replacement and that the case can be closed. The customer did not say he replaced the cpu only the he is familiar with replacement of the cpu.

Event description:
The customer reported the date and time will not hold. The customer reported that there was no patient involvement.